Event description:
Procedure type: gynecology. According to the reporter: when the instrument was used and the jaws were attempting to be opened, they would not open. The instrument was removed and inspected and it was noticed a small screw missing from the instrument. The physician was unsure if the screw was missing before the device was used or if it fell out within the patient. An x-ray was ordered and was negative for evidence of the screw. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no tissue damage or unanticipated tissue loss.

Manufacturer narrative:
(B)(4).